Manufacturer narrative:
Plant investigation: the tracking information for the shipping label provided to the customer indicates that the sample was never returned. A physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The patient followed up with customer service on (B)(6) 2020 to report that the apd luerk lock adapter sample is no longer available to return for physical evaluation. The patient's contact indicated that he was unaware that the adapter was expected to be returned and that it was discarded when he was preparing to return the extrenial bag to baxter.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the baxter extraneal solution bag (last fill bag) after the connection to the apd luer-lock adapter became loose during dwell 4 of pd treatment. She could not identify which product caused the connection to become loose. The patient reported receiving air detected in cassette alarm during dwell 4 of 5. The patient was assisted with a stat drain and was advised to notify the peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient clarified that the adapter usually tightens on to the baxter solution bag after turning on the threads, however, there is no stop to the threads when tightening. She confirmed they have done it the same way as always and this was their first fluid leak. The patient completed treatment with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The adp luer lock adapter used by the patient is available. A sample return kit was shipped to the customer so they can return the reported product to the manufacturer for physical evaluation.